Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pressure rated ext set bonded ss 8.5 would not flush or draw due to blockage. The following information was provided by the initial reporter: "I have an entire bag of extension sets (22003e-07) that was sent to me from our emergency department because they are defective. These are sets that they have been opened and connected to a patient and they will not flush." "They will not flush or draw."

Manufacturer narrative:
H6: investigation summary: 28 samples of model #22003e-07 were returned by the customer. It was reported that the tubing came apart on the set . The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid paths of 11 samples were open and those samples were able to be flushed. The failure was unable to be replicated in these samples. The fluid paths of 17 samples were not open and were unable to be flushed. The customer complaint can be verified in these samples. A device history record review for model 22003e-07 lot number 20119637 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the pressure rated ext set bonded ss 8.5 would not flush or draw due to blockage. The following information was provided by the initial reporter: "I have an entire bag of extension sets (22003e-07) that was sent to me from our emergency department because they are defective. These are sets that they have been opened and connected to a patient and they will not flush." "They will not flush or draw."